Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer. This report is being filed on an international product, list number 2k91-32 that has a similar product distributed in the us, list number 2k91-33.

Event description:
The customer reported falsely elevated architect ca19-9 results on one patient. The results provided were: on (B)(6) 2019 = 50.77u/ml / 2.74u/ml / 12.21u/ml. The customer was instructed to re-spin the sample and retest = 2.36 / 2.91u/ml. It is unclear if the patient has been diagnosed with pancreatic cancer. There was no reported impact to patient management.

Manufacturer narrative:
A review of ticket trending data for the architect ca19-9xr assay was performed, but did not identify any trends that indicate a product issue related to patient results. A ticket review was completed for lot number 93018m800, however, no increase in complaints was identified for the issue. Return testing was not completed as returns were not available. Historical performance of reagent lot 93018m800 was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 93018m800 is within the established control limits. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Use error may have caused the falsely elevated result as a retest gave the expected result indicating a sample handling/integrity issue. Based on the investigation no product deficiency was identified architect ca19-9xr, lot 93018m800.